Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and the numbers, words and information cannot be read on the screen. The customer's blood glucose reading was 136 mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, as well as minor scratches on the display window, a cracked reservoir tube lip and a cracked lcd window.